Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he was hospitalized twice in a week. Caller reportedly experienced elevated blood glucose levels up to the 500's mg/dl; was bolusing through the pump and it was not working so he went to the hospital; was treated with fluids and insulin. He stated he is unsure if the issue is pump related or if he has a chest virus. Requested return of the alleged device for evaluation.